Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced hemolysis. Echo showed the impella in a shallow position, but the team did not reposition the device. Due to the patient¿s religion, blood products were not administered. It was further reported that the family withdrew care and the patient expired.

Manufacturer narrative:
The investigation for the reported hemolysis and positioning issues has been completed. No product was returned. Pt has had several echos that showed questionable pump position. Labs confirmed the hemolysis. Pump confirmed to be shallow. After reviewing logs, no suction alarms were observed. Position in ventricle and aorta at the case start resolved. Motor spike on 8/3 with all parameters immediately resolved. Placement signal is variable. The cause of hemolysis was most likely use issue since per clinical hemolysis was confirmed by labs and the pump was found to be shallow. The cause of the positioning issue was unable to be determined due to insufficient clinical details.